Event description:
Boston scientific crm received information that the patient with this product passed away. The patient's family member contacted technical services to ask questions about the leads. The family member reported that the cardiologist stated that a lead had vegetation on it. Another cardiologist told her that one lead had punched a hole through the patient's valve. After consultation with the physician, our field representative reported that the patient had endocarditis and died from the complications of endocarditis. The patient also had a history of aortic and mitral valve disease. A transesophageal echocardiogram and an echocardiogram did not reveal a lead perforation. The physician stated he may remember some vegetation on the chronic leads. These leads were previously explanted along with the device, due to a suspected infection (medical device report numbers 2124215-2009-14731, 2124215-2009-14730 and 2124215-2009-10300).

Manufacturer narrative:
A technical service consultant recommended that the family member speak to the cardiologist about her questions regarding the leads and the patient's condition. No additional information is available at this time. If additional information becomes available, this report will be updated.